Event description:
It was reported that when placing the catheter in this patient in ICU in the afternoon of (B)(6), the clinician found that liquid leakage occurred at the joint on one side of the catheter when pre-flushing it.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1285 showed five other similar product complaint(s) from this lot number.